Manufacturer narrative:
This report is submitted on november 29, 2022.

Event description:
Per the clinic, the patient experienced a discharging wound sinus that was not responding to treatment (treatment unknown) and required an explant (unknown if this was the abutment only this leaving the implant in-situ. Also required a rotation flap repair of wound. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient experience an infection at the magnet site. The implant magnet was subsequently explanted on (B)(6) 2022. Correction: the date of report for the initial report is november 04, 2022; not october 04, 2022, as previously reported. This report is submitted on january 12, 2023.